Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) used valves and four (4) photos were returned for evaluation. Visual examination of the valves noted one (1) vertical crack on the female threads of three (3) valves, and two (2) vertical cracks on the female threads on the other valve. The returned photos showed the same visual defect. All the returned valves were pressure tested, per specification, with failing results. Leakage was observed at the cracked location on each valve. Therefore, the reported defect was confirmed. Additionally, all the retain samples from the potential lot numbers were visually and physically tested, per specification, with passing results. Although the exact batch number could not be determined, three potential lot numbers were able to be provided, 0061603979, 0061603980, and 0061606810. Review of the discrepancy management system (dsms) database performed for the potential lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the caresite valve cracked which caused a cytotoxic spill. No injuries were reported.